Manufacturer narrative:
Pump was received with a blank display. Unable to perform the displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, force sensor, motor or vibrator assembly noted. The original pcba 1 was installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. The original pcba 2 was installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and the pump was able to power up and no blank display noted. The original pcba 2 re-installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued self test and download of history files/traces using thump. The pump passed the self test and no blank display noted while using the test pcba 1. Successfully downloaded history files and traces using thump. Blank display was confirmed, suspected on the pcba 1. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 08:03:58.000, (B)(6) 2023 08:13:00.000, (B)(6) 2023 21:35:08.000, (B)(6) 2023 21:36:56.000 (B)(6) 2023 21:39:01.000, (B)(6) 2023 22:08:24.000, (B)(6) 2023 22:10:09.000, (B)(6) 2023 22:12:30.000 (B)(6) 2023 22:16:07.000, (B)(6) 2023 22:17:12.000 low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 17:20:00.000, (B)(6) 2023 11:51:00.000, (B)(6) 2023 22:07:00.000, (B)(6) 2023 22:10:00.000 (B)(6) 2023 22:14:00.000, (B)(6) 2023 22:16:50.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 02:51:00.000, (B)(6) 2023 03:01:00.000 (B)(6) 2023 21:22:00.000, (B)(6) 2023 21:32:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2023 03:22:00.000, (B)(6) 2023 03:32:00.000 (B)(6) 2023 21:53:00.000, (B)(6) 2023 22:03:00.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 10:53:45.000, (B)(6) 2023 11:03:00.000 (B)(6) 2023 22:19:20.000, (B)(6) 2023 22:19:28.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 21:36:05.000, (B)(6) 2023 21:37:52.000, (B)(6) 2023 21:39:57.000, (B)(6) 2023 22:06:40.000 (B)(6) 2023 22:09:30.000, (B)(6) 2023 22:09:41.000, (B)(6) 2023 22:12:02.000, (B)(6) 2023 22:12:12.000 (B)(6) 2023 22:13:31.000, (B)(6) 2023 22:13:41.000, (B)(6) 2023 22:16:39.000, (B)(6) 2023 22:16:49.000 pump error 68 alarm was recorded and found in the formatted history file on: (B)(6) 2023 22:17:56.000 pump error 49 alarm was recorded and found in the formatted history file on: (B)(6) 2023 22:17:56.000 (B)(6) 2023 22:18:34.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 22:18:50.000 insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data, the unloaded vaa voltage (battery voltage) is good, the customer is using a good battery. Low battery alert, replace battery alert/replace battery now alarm, power loss alarm, failed battery alert/battery failed alarm, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed, suspected on hw. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to download history files and traces using thump and perform the required testing due to blank display. Blank display was confirmed, suspected on the pcba 1. However, a test pcba 1 was used, and no blank display noted. Continued self test and download of history files/traces using thump. Low battery alert, replace battery alert/replace battery now alarm, power loss alarm, failed battery alert/battery failed alarm, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed, suspected on hw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a battery failed alarm. Troubleshooting was performed and the issue could not be resolved. No harm requiring medical intervention was reported. The customer will discontinue using the device and the pump will be returned for analysis.